Event description:
It was reported that on (B)(6) 2021, patient underwent a orif of a distal ulna procedure. The patient began having a heart attack, the surgeon was quickly able to get 6 screws in the plate before having to swiftly close the wound in order to transfer the patient to another hospital. It was noticed that the screw was too long, and the screw head stripped out and he was unable to change the screw. The surgery was completed successfully with no surgical delay. No patient consequences noted. This complaint involves two (2) devices. This report is for (1) 2.7 lckng screw slf-tpng t8 sd rec 16. This is report 1 of 2 or complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Patent identifier: mrn: (B)(6) additional product code: hwc ktt. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.